Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and other spasticity. It was reported that as according to the patient's mother, the patient experienced acute behavioral changes. Symptoms included agitation, confusion, hallucinating, and the patient stopped sleeping. The symptoms were described as having occurred suddenly. They have not heard any alarming from the pump. The hcp was requesting that a local company representative aid in checking the pump's status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.